Event description:
It was reported that a user experienced elevated blood glucose while using the ilet, with concern for infusion site or supply leakage after two recent supply changes and a full supply change undertaken as troubleshooting. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and no alerts or alarms. Investigation included user-led troubleshooting and education through customer care. Investigation of this case revealed no confirmed device malfunction, with a probable infusion delivery issue consistent with leakage or site/set integrity concerns. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.